Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who when asked if the cause of the pump malfunction and symptoms of tightness had been determined noted ¿no malfunction.¿

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient had been hospitalized since (B)(6) 2025 and they had mentioned that they did not think the pump was working and it was broken; the back of the pump was 'malfunctioning.' It began 'awhile ago.' They stated 'it's starting to alert me, it's alarming and I can hear it,' and stated they were 'getting very tight.' Patient stated a medtronic representative (rep) came into the hospital on an unknown date. The hcp stated the patient told them that it's like what happened before (refer to (B)(4)). The hcp stated the patient was stable now but they wanted a rep to come and interrogate the pump. The hcp was redirected to nas to page a local rep.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.